Event description:
User facility reported that following intraocular lens (iol) implant surgery, pt has experienced fluctuations in visual acuity and an occurrence of blurry vision. She reported pt has undergone refractive surgeries and a corneal transplant; however, these have not resolved the issue. She stated that ophthalmologist has recently observed precipitates and opacity on pt's iol. Add'l info has been requested.

Manufacturer narrative:
The prod was not returned for analysis; the device remains implanted. Results from the prod history record review indicated the prod met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested via phone on 07/22/2008, 07/24/2008, and 08/12/2008 and via fax and mail on 08/18/2008. A completed questionnaire has not been received.